Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the main patient board was faulty and had to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
An olympus customer reported that during a woman sterilization procedure, the high flow insufflation unit turned off after normal use by itself. Despite turning off, the power button remained lit, but not the control panel. The device starts beeping when this happens. After it is turned off and on again, it works again for a few minutes, then the same thing occurs again. The procedure was completed using the same device. There was a slight extension of the procedure due to loss of pressure every time when the device malfunctioned. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the unexpected device shutdowns were due to a faulty main printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.